Event description:
Ukaine. Allegedly, a patient who underwent a breast surgery augmentation on armenia on (B)(6) 2021, is experiencing a device rupture on her right breast (B)(6) she presents a breast deformation due to the device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.